Event description:
It was reported that prior to the implant of the evolutfx+ valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Following valve implant, a late onset coronary occlusion occurred. The patient had heavy calcification and a left coronary height of 14.8mm and a right coronary height of 21mm, with adequate sinus widths and no anatomical issues. The physician believed that a calcified leaflet was occluding the left coronary artery post-implant. Subsequently, the valve was snared and pulled into the ascending aorta, and surgery was conducted to explant the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.